Manufacturer narrative:
Follow up with the customer on (B)(6) 2015 indicated that the customer's bg level was at 109 mg/dl. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source and would not charge. Subsequently, the pump shut off during the night. The customer's blood glucose level (bg) was impacted (422 mg/dl) with large ketones. The customer took manual injections and bg level lowered to target level.